Event description:
It was reported that pump display showed only backlight with no graphics visible, which affected customer ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump.